Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that during the surgery on (B)(6) 2013 that the head of the screws suddenly came off as the surgeon was implanting it in the patient. It was reported that the screws were removed and replaced. It was further reported that the tip of the retaining sleeves broke off also. The operation was prolonged only by 3 minutes. There was no harm to the patient. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported (B)(6). Additional product code mnh. Device is an implant. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.